Event description:
It was reported by service report that the siderails were not locking in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with investigation results.

Event description:
It was reported by service report that the siderails were not locking in the upright position due to faulty timing link/latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.